Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer pump had blank display, cracked casing of pump near battery compartment and reservoir compartment also had crack. Customer also mentioned failed battery test and no delivery alarm. Customer's blood glucose level was unknown at time of incident. Customer declined to troubleshoot for both issues. Customer advised to discontinue use of pump and revert to back up plan as per hcp's instructions. Pump was not to be return for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no failed battery test and blank display noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, stained address, serial number label and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.